Event description:
Pt was treated in 2004. Pt developed two rectangular scars on the upper lip two weeks post treatment. In 07/2004 at most recent follow-up. Condition has been corrected with a series of pulsed dye laser treatments.